Event description:
Information received indicates the casters continue to ratchet from side to side when in brake.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters to repair the stretcher.